Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 01/26/2023. An investigation was conducted on 02/09/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The aortic cutter was observed to be in a deployed state. There were no visual defects observed on the aortic cutter blade. The housing case of the aortic cutter was observed to be split at the base of the housing case. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000274594 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) aortic punch, external plastic casing split, up near the actuation button and safety lock, after it was activated. The device remained intact enough for the aortotomy to be completed and removed from the patient for insertion of the heartstring seal. No known injury.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.